Event description:
The patient received a straight catheter. The foley was inserted into the bladder, the balloon was inflated with the total amount in the prefilled syringe. Upon removal of the foley catheter the total instilled amount could not be withdrawn, several attempts were made unsuccessfully, to withdraw fluid, balloon remained inflated upon removal.